Manufacturer narrative:
On 26 september 2016 the (B)(4) performed a visual inspection of the retrieved items and commented as follows: 9nm torque limiter set screwdriver: wear of the screwdriver tip. The deformation involves the very end of the hex edges, suggesting potential wrong usage (e.g. Hammering of the driver inside the setscrew, or tightening torque applied when the driver was only partially engaged, or countertorque not applied). The part has been tested with a pedicle screw, setscrew, countertorque and a ratcheting t-handle as per intended use, and it works normally. The torque was measured to confirm the calibration to 9nm±10% and it's conform. In summary, the instrument is aesthetically defective because of wear, but still functional. The instrument set always includes a second torque limiter set screwdriver in case the first one gets deformed. The setscrew, if deformed, can be replaced with a new one (setscrews are included in the packaging of the pedicle screw, and also provided as spare parts with a separate reference). Bone screwdriver: the instrument appears intact and functional. In the related complaint (MDR 2016-00450) they mention that it was difficult to use the instrument. This is possibly due to too deep insertion of the pedicle screw or contact with the bone.

Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 1552459: only (B)(4) item manufactured and released on (B)(6) 2016. No anomalies found related to the problem. Not yet received.

Event description:
When the surgeon was completing the final tightening of the patient (left side), he used a torque driver to finalize the screw positions, instead of the screws clicking into place, the torque driver kept slipping. The agent had a second torque driver on hand which was able to click the screws into place. The surgery was delayed approximately 45 minutes due to this event and those in MDR's 2016-00450 and 2016-00452 (same surgery). The surgery was completed successfully. X-rays are not available. Instrumentation is available for investigation.